Event description:
During a laparoscopic hernia repair procedure, the cartridge disengaged. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed however, the cause could not be reliably determined as the disengaged component was not returned for evaluation.